Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted pacemaker failed to pace and failed to be interrogated. The pacemaker was not installed and the procedure was completed using an alternate pacemaker on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device is above elective replacement indicator (eri) upon receipt. Device telemetry could not be established. Device image could not be analyzed due to loss of telemetry. Further analysis after the device was cut open revealed high current drain, which could not be reproduced after resetting the device. Device telemetry was regained after external testing, root cause was not determined. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of failure to interrogate was confirmed. The device is above elective replacement indicator (eri) upon receipt. Device telemetry could not be established. Device image could not be analyzed due to loss of telemetry. Further analysis after the device was cut open revealed high current drain, which could not be reproduced after resetting the device. Device telemetry was regained after external testing, root cause was not determined. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.